Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it may have occurred because of stain on the electrical contacts of the system or others. However, a root cause could not be determined for the report. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual describes how to inspect for the subject event in chapter 3 ¿preparation and inspection¿ section 3.6 ¿inspection of the endoscopic system¿ as below. ¦ inspection of the endoscopic image. Confirm that the 3d endoscopic image is displayed normally in white light imaging and narrow band imaging observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Wear the 3d glasses supplied with the 3d monitor. 3. Observe the palm of your hand in the white light imaging and narrow band imaging endoscopic images. 4. Confirm that light is output from the endoscope¿s distal end. 5. Adjust the brightness level as appropriate. 6. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7. Wear the 3d glasses again. 8. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9. Touch the target object using an endo therapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during white light imaging and narrow band imaging observation. 11. Turn the angulation control levers slowly in each direction until it stops. 12. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during white light imaging and narrow band imaging observation. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the endoeye flex 3d deflectable videoscope image disappears when the connector part is shaken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the temporary image loss issue could not be duplicated. Additional findings include the following: the plastic distal end cover had a scratch, the label on the light guide connector was peeled, the video cable (slave side) had a scratch, the video connector case had a scratch / crack, and the video connector had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.